Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution in the bladder of a large volume infusor flowed into the housing before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Mfg date: the device was manufactured may 17, 2016 ¿ may 18, 2016. The device was received for evaluation. Visual inspection revealed fluid in the housing. Further visual inspection revealed that the fluid in the housing was due to missing film-wrap. When the film-wrap is missing, during fill, fluid will go directly inside the housing and the bladder would not inflate. The reported condition was verified. The cause of the missing film wrap was determined to be an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.